Manufacturer narrative:
This report is submitted on may 9, 2022.

Event description:
Per the clinic, the patient experienced an extrusion of the device. The implant remains in-situ. There are plans to explant the device.